Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s black box data revealed a reboot. The battery compartment was found to be undamaged. Moisture contamination was observed on the underside of the battery cap. The battery cap was able to secure properly to the pump and the battery cap contact dimensions were within specification. Power issues were not observed during investigation. No leaks were observed during leak testing. The pump successfully performed a prime sequence and 24-hour exercise test without issue.